Manufacturer narrative:
The product was not returned for evaluation. Foreign body embolization and death are included as possible complications in the instructions for use (IFU) for the penumbra system. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Additional device code 4: 1664. This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. H3 other text: placeholder.

Event description:
The patient was undergoing a thrombectomy procedure in the left carotid siphon using a penumbra system red 72 reperfusion catheter (red72), a neuron max 6f 088 long sheath (neuron max), a non-penumbra sheath, and a guidewire. During the procedure, the physician completed one pass in the target location using the red72. While retracting the red72, the physician experienced resistance and noticed that the distal length of the red72 was stretched and stuck. The physician decided to continue to retract the red72, and it was observed under fluoroscopy that the red72 had fractured at the distal length in the internal carotid artery (ica). It was reported that approximately 10 to 15 centimeters of the fractured distal segment of the red72 remained in the carotid siphon part of the ica. The physician made attempts to retrieve the fractured segment of the red72 using a small snare device; however, the red72 was unraveled and stretched, preventing the snare device to effectively pass and grab the fractured segment of the red72. After unsuccessful attempts, the physician decided to stop to avoid the risk of completely occluding the ica which was at this point still a little bit patent. The procedure ended at this point. A computed tomography scan (CT scan) performed the next day indicated that thrombus had developed in the ica where the fractured segment of the red72 was located. Anticoagulation medication was administered to the patient; however, no good outcome was noted. The patient expired on (B)(6) 2023 due to a hemorrhagic transformation.

Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was discarded and is no longer available for return. In addition, additional information regarding the details of this complaint is pending. A final report will be submitted upon receiving the additional information. Placeholder